Event description:
Philips received a complaint by the customer on the v60 indicating that a hospital medical engineer reported that a device did not restart when a mask was put on after being in standby mode around 21:00 on (B)(6) 2025. The customer has requested the event log for the timeframe of 20:45 to 21:30 and seeks clarification regarding any device failure. It was noted that the device continued to operate during the incident, and there were no delays in therapy or medical interventions reported, it was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not confirmed the reported problem. Functional test was performed for verification, and no abnormality was found. Unit was checked overall, cleaned, run in tests and functionally tested. Confirmed the software version is 3.20. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.